Event description:
On an unknown date in (B)(6) 2013, patient again underwent surgery consisting of a thoracic decompression, foraminotomy bilateral t7-t8 with posterior spinal instrumentation and fusion from t7-t9 with the installation of hardware. The patient was implanted with rhbmp-2/acs. Patient continued to receive follow-up treatment upto (B)(4)2014. Post-op, patient alleged suffering from back and neck pain, as well as symptoms of dysphagia and choking, and allegedly has been forced to deal with constant discomfort and pain. Currently, patient alleged that he's still in constant pain and discomfort.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.